Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. On the first inflation at 3 atmospheres, the balloon ruptured. There was no kink nor resistance encountered during the procedure. The device was completely removed from the patient. The procedure was completed with a non- bsc balloon catheter. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).